Event description:
It was reported that patient had left hip revision surgery due to superior cut out of the lag screw. Surgeon converted to total hip, non stryker.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.